Manufacturer narrative:
Reference report 3003853072-2021-00044 corrected information in h3 added information to h6: component codes, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for two (2) of two (2) returned final scrdrv shaft rigid ij (pn 046w1an00641) for the failure of instruments tip fractured during operation. Visual inspection revealed both tips are fractured. Medical records were not provided for review. Potential cause tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis. DHR review and related actions per DHR review, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of two final drivers fractured during surgery. The surgeon used a third driver to complete the case. There was no delay or impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Reference report 3003853072-2021-00044. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of two final drivers fractured during surgery. The surgeon used a third driver to complete the case. There was no delay or impact on the patient. This is report one of two for this event.